Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output was reported. The patient stated he went for a walk and started to feel ill. He laid down in the street next to a vehicle and passed out. He was found unconscious in the street and transported to the hospital by paramedics. He stated that his bg was less than 20 mg/dl at the time of the event. He was treated with fluids and dextrose via intravenous (IV) therapy. His low alert threshold was 75 mg/dl; however, he does not recall receiving an alert. At the time of contact, the patient was in stable condition. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted up successfully. A manual sound test was performed and passed. A wiggle test was performed and passed. A receiver download was performed and passed. Functional testing was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The receiver case was opened for further evaluation and the internal inspection passed. The speaker resistance was measured and was within specification. The allegation was not confirmed. The probable cause could not be determined.